Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient's pump was replaced last week (relative to (B)(6) 2017), and the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-12. It was reported that the cause of the alarm not being heard was unknown as the pump just quit. The withdrawal and motor stalls were considered resolved, and the patient received a new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-oct-05. It was further reported and confirmed that the pump contained 2000mcg/ml gablofen (note: this conflicts with the previous report that the pump contained lioresal). It was noted that only gablofen was used in the clinic. The indication for intrathecal baclofen use was further noted to be spastic quadriparesis after traumatic brain injury (tbi). It was specified that the patient was in a car accident around 10-17 years ago (later clarified to have occurred on (B)(6)2004. Prior to the motor vehicle accident, the patient already had a seizure disorder (since childhood) and it was suspected that the patient had a seizure while driving, leading to the injury. The patient's dose was confirmed to have been 750mcg/day prior to the motor stall, and was 350mcg/day at the time of report. It was noted that the withdrawal symptoms included spasticity/spasms, and the patient had not experienced seizures or sedation. When the patient was evaluated on (B)(6)2017, it was noted that she had fallen out of bed on (B)(6)2017 due to a severe spasm. The patient's mother contacted the healthcare provider from the emergency room on (B)(6)2017 reporting strong muscular contractions and some agitation, and the hcp instructed her to bring the patient to the clinic for a pump interrogation. The patient had no fever and no seizures that her mother had observed, but was having severe full body spastic spasms all day. The patient had been losing weight chronically despite what seemed to be a good appetite, and it was noted that this had been worked up with nutrition and gastroenterology (gi). It was confirmed that there was a complete pump failure and the patient was in baclofen withdrawal, and they were instructed to bring the patient back to the emergency room for admission to the hospital where intravenous diazepam and oral baclofen c ould be given. The patient was reportedly hospitalized on (B)(6)2017 and did very well with oral baclofen (20mg) three times per day (tid). 5mg of ativan and 20mg of baclofen were administered in the ER. Given the patient's low weight and her response, the hcp's instinct to repeat another 2 doses every 4 hours of valium had been tempered, and the hcp thought he would give the patient one more dose of 5mg diazepam 4 hours after the first to allow the oral baclofen to kind of catch up. It was recommended that the patient then resume 5mg intravenous every 8 hours as needed, continue baclofen 20mg tid, and continue home doses of aptiom, phenytoin, and lamotrigine. During the evaluation, it was noted that the patient's spasticity was significant throughout with extension of the legs, right more than left. An x-ray including 3 views of the lumbar spine found that alignment of the lumbar spine was within normal limits. There was a mild scoliosis, with no fractures evident. An x-ray including 2 views of the pelvis found a foreshortening of the femoral neck, which may have been projectional. The hcp could not totally exclude a fracture. The rectum appeared distended with fecal matter, and it was noted that there was generalized osteopenia, perhaps indicative of osteoporosis. The patient's white blood cell (wbc) count was 11.7, red blood cell distribution width (rdw) was 47.7, neutrophil absolute was 8.2, monocyte absolute was 1.50, eosinophil absolute was 0.04, immature neutrophil absolute was 0.02, lymphocyte percent was 16.7, monocyte percent was 12.8, immature granulocyte percent was 0.20, sodium was 134, urinalysis (ua) clarity was turbid rather than clear, and ua bacteria was few. The patient's active problem list included acute hypernatremia, dehydration, right spastic hemiparesis, seizure disorder, acute urinary retention, hypoxemia, apnea, urinary tract infection, status apil epticus, cough, and baclofen pump failure. The patient reportedly did well until the pump was replaced on (B)(6)2017. The patient was discharged on (B)(6)2017, was seen again on (B)(6)2017, and was still doing well. Additional medical history included diagnoses of acute urinary retention, apnea (possibly central), hypoxemia, and difficulty walking on (B)(6)2015. The patient had a history of generalized muscle weakness, and a surgical history of brain surgery on an unspecified date, colonoscopy on (B)(6)2016, a craniotomy on an unspecified date, an esophagogastroduodenoscopy on (B)(6)2015, a lithotripsy on an unspecified date, a right clavicle repair on an unspecified date, tendon release procedures of the right shoulder, elbow, and wrist in 2012, and feet in 2004, a tonsillectomy in 1986, a tracheostomy closure on an unspecified date, and a ventriculoperitoneal shunt on an unspecified date. The patient's family history included hypertension and sleep apnea (mother), heart disease (father and paternal grandfather), and stroke, high blood pressure and prostate cancer (maternal grandmother). Concomitant medications included baclofen (20mg orally tid), dilantin (75mg and 100mg by mouth daily), pristiq (50mg by mouth daily), aptiom (1200mg by mouth nightly), hydrocodone-acetaminophen (5-325mg every 4 hours as needed for pain), lamictal (300mg by mouth daily), linzess (290mcg by mouth daily), and enoxaparin (30mg subcutaneous daily). The patient's allergies included amantadine analogues, codeine, keppra, and tegretol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative on (B)(6) 2017 regarding a patient receiving lioresal (2000mcg/ml at 749.2mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was noted that about a year ago, the patient had a vagus nerve stimulator with a magnet implanted under the collar bone to stop seizures from occurring as the patient was on so many medications with none of them working, and was sedated a lot. It was reported that about a week ago (relative to the date of report), the patient started experiencing intrathecal baclofen (itb) withdrawal. Multiple motor stalls and recoveries were found to have occurred beginning on (B)(6) 2017 at 05:12. Per the patient's mother, no alarm was heard at all.